Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics packaging was damaged and "sticky with dirt". The following information was provided by the initial reporter, translated from chinese to english: "when the doctor in the laboratory prepared to open the disposable sterile syringe to connect the transplant tube, he found that the outer package of the syringe was damaged and sticky with dirt, so that it could not be used any more. The syringe should be replaced immediately without causing adverse consequences to the patient."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics packaging was damaged and "sticky with dirt". The following information was provided by the initial reporter, translated from chinese to english: "when the doctor in the laboratory prepared to open the disposable sterile syringe to connect the transplant tube, he found that the outer package of the syringe was damaged and sticky with dirt, so that it could not be used any more. The syringe should be replaced immediately without causing adverse consequences to the patient."